Event description:
The facility (B) (6) manager reported that two employees experienced redness and slight swelling on a small area of their right hands after removing the vaprox hc cartridge containing liquid peroxide from its packaging. The two employees went to the ER after the incident and were given an anti-inflammatory shot to reduce the redness and swelling. Nothing was prescribed and no further treatment was needed. They missed no time from work and are fully recovered.

Manufacturer narrative:
The single vaprox hc plastic cup exhibited slight damage around the upper lip that occurred during shipment. Upon further inspection by a steris service technician, the damaged cup was still being used in the v-pro unit upon his arrival. No leakage was found in the cup holder itself.the facility (B) (6) manager stated that neither one of the facility employees handling the vaprox hc cup were wearing proper ppe, including gloves for safe handling. All warning labels and instructions that advise to wear proper ppe were clearly marked on the equipment.the user facility has refused steris' offer for an in-service on the proper use and handling of this equipment.